Event description:
It was reported that bd self-identified a vulnerability on bd pyxis¿ medstation¿ es through security scanning. Microsoft sql server 2019 (15.0.4420.2) and microsoft sql server 2022 (16.0.4225.2) are affected by cve-2026-21262, an improper access control vulnerability that could allow an authorized attacker to elevate privileges over a network. The pre mitigation cvss v3.1 vector is (cvss:3.1/av:n/ac:l/pr:l/ui:n/s:u/c:h/I:h/a:h), with a score of 8.8 (high). There was no patient involvement, no harm, and no delay in dispensing.

Manufacturer narrative:
D4 & h4: serial number, catalog, model, unique device identifier and manufacturer date not available. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.